Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose values rising to 372 mg/dl after a supply and infusion set change, and it was discovered during troubleshooting that the needle guard on a contact detach steel infusion set had not been removed, potentially interrupting insulin delivery; the user then replaced the infusion set correctly and glucose decreased to 306 mg/dl and later to 136 mg/dl. Customer care provided phone-based troubleshooting and user education regarding correct infusion set insertion and needle guard removal. Investigation of this case revealed user error related to infusion set insertion with the protective needle guard left in place, which likely prevented insulin infusion until corrected. No symptoms associated with high blood glucose reported. Outcomes included temporary disruption to therapy requiring user troubleshooting and replacement of the infusion set. It was concluded that the device functioned as designed and that the event was attributable to user handling error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.